Manufacturer narrative:
Product complaint: (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the order of fibrin sealant preparation device was received and stocked, while doing inventory it was noticed that the expiration on the product indicates that the product expired 2023. The packing list was examined and it states the product expires 2026. There was no patient or procedure involved.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and per the review of the batch record, the expiration date on sales carton label is incorrect (2023-10-10), and it should be 2026-10-10. The expiration date on tyvek lid is correct (2026-10-10). The expiration date printed on sales carton label is actually the manufacturing date. Ethicon has issued external supplier failure investigation report (fir) (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.